Manufacturer narrative:
No moisture damage was noted. The insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads and minor scratches on the display window.

Event description:
It was reported the customer had exposed their insulin pump to fluid. Customer stated they had dropped their insulin pump into the toilet because they were feeling light headed. The customer's blood glucose was 159 mg/dl. The customer stated there was fluid under the lcd display of the insulin pump. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).